Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after approx 8 months of use, the transformer developed a crack in the housing where the screws hold it together and the plastic was falling apart. Customer indicated that she did not witness any smoke, spark, fire, or flame. The customer also stated that she did not sustain any injury as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
Customer reported that she pulled the adapter out of the wall and the plastic all broke.